Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the geo pc was failing to bootup. Review of the log files showed geometry related issue. Upon checking fse found that the power supply of geo pc was faulty. Fse also diagnosed that the power supply of the geo pc caused the circuit breaker to go off, which caused the touch pad (xper module) and flex vision monitor to go blank. To resolve the issue fse ordered and replaced the faulty review monitor and geo pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system was not booting up. It was getting stuck at 00:00. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geometry pc was failing. The geometry pc has been replaced that the system was returned to use in good working order.